Event description:
It was reported that the rn made the connections to this pump and attempted to initiate pumping; the pump alarmed purge failure. As the rn and the clinical support specialist (css) reviewed reasons for the alarm, the css had the rn switch the patient back to the old pump (iap-0500 s/n (B)(4)) to support the patient. Even though we would be timing off the EKG, it was better than not pumping per the rn. The patient was "unstable". This pump will be sent to biomed.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.